Manufacturer narrative:
B5 additional information was received. It is unknown if the pump will be returned as the patient and pump were transferred to another facility.

Event description:
Additional information was received. T is unknown if the leak was resolved because the patient transferred to a facility.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The registered nurse (rn) reported purge fluid leaking around the purge side arm. The rn reported it leaks when moving but when the catheter is still it does not leak. The rn reported no alarms have occurred. The rn reported that he will continue to monitor closely. The patient's outcome is stable.